Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead fractured and the lead was capped. No patient symptoms were reported.